Event description:
Discomfort - mouth [oral discomfort] brush head feel [fell] off my toothbrush handle shaft and into my mouth / was loose in mouth - oral-b [device breakage] case narrative: consumer via phone stated that their oral-b dual clean toothbrush head fell off of their oral-b toothbrush handle shaft and into their mouth causing discomfort when the brush head was loose in their mouth. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Discomfort - mouth [oral discomfort]. Brush head feel [fell] off my toothbrush handle shaft and into my mouth / was loose in mouth - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via phone stated that their oral-b dual clean toothbrush head fell off of their oral-b toothbrush handle shaft and into their mouth causing discomfort when the brush head was loose in their mouth. No serious injury was reported. 07-aug-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
07-aug-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.